Event description:
Ous MDR - it was reported that during a crt dx implantation a possible cardiac tamponade occurred in which this lv lead contributed in disrupting the coronary sinus. This lv lead was positioned in a lateral vein. The physician tried to perform a pericardiocentesis. The pressure suddenly dropped and the patient expired.

Manufacturer narrative:
Upon receipt, the two leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis of the sentus lead, no deviations were noted. The lead proved to be without fault throughout its inspection. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. There were no deviations from the technical specifications. In the course of the analysis of the protego lead, cuts in the insulation were noted which occurred most likely during the implantation procedure. Further analysis of the leads did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for these two leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of both leads did not reveal any sign of a material or manufacturing problem.